Manufacturer narrative:
If explanted, give date: not applicable, lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of zxr00 intraocular lens (iol) on (B)(6) 2015 on the patient's left eye; the patient experienced blurry distance vision and glare. Visual acuity pre implant was 20/100 sans corrected (sc) and 20/100 sc post implantation. The lens remains implanted. Patient had yag capsulotomies on both eyes. No explant or other medical intervention scheduled. Patient glare symptoms started on (B)(6) 2016. This report will capture the zxr00 (iol) implanted in the left eye and a separate MDR will be filed for the right eye.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.